Manufacturer narrative:
(B)(4) 2013: implant site mass, depression, implant site atrophy assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(6)-2013 from a physician and concerns a male patient approximately (B)(6). The patient's medical history included lipoatrophy due to (B)(6). Concomitant medications included (B)(6). Sometime in (B)(6) 2009, the patient started treatment with sculptra (poly-l-lactic acid), one injection only, for the treatment of lipoatrophy. The batch number used was not reported. After the injection, in (B)(6)-2009, the patient developed minor bumps which resolved 2 years post injection. On (B)(6)-2013, the patient was evaluated by the physician and presented with a bump with red on the side of face near the temple. The reporter stated the bump was disfiguring. The patient reported he has been in depression for 2 years and cannot leave the house due to the bump and the atrophy on the face had progressed. The reporter is very concerned since the bump developed several months ago approximately 4.5 years after sculptra injection. The reporter requested a medical scientist to contact him urgently to discuss treatment. The outcome of the event was not recovered. The physician did not provide a causality assessment. No further information available. (B)(4).